Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 6.2 cm x 4.4 cm saccular taa at zone2. It was reported that during the index procedure, the patient had a type iii endoleak therefore, the physician elected to not give the patient anti-platelet therapy. Immediately after the procedure mural thrombus was confirmed around the implanted stent graft. The physician elected to monitor the patient. The investigator indicated that at the two year follow-up, the CT showed the mural thrombosis remained the same. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (occlusion).

Manufacturer narrative:
Correction: please note that this event was reported under 9612164-2014-00187. Please redact this medwatch from this system. This event was refiled using manufacturing site 2953200. The new medwatch number is 2953200-2014-00378.